Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling. Requesting ts transferred for assistance. As per wo update on 22jul2024, it was stated that even after replacing tank harness they were still getting alarm 78 (non-recoverable system error, chiller water temperature sensor out of range, low resistance) and 74 (non-recoverable system error, secondary outlet water temperature sensor out of range - low resistance). Stated they would provide quote for loaner and assessment.

Manufacturer narrative:
Supplemental MDR was opened to submit retraction MDR as the record was approved for void. Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. . H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling. Requesting ts transferred for assistance. As per wo update on 22jul2024, it was stated that even after replacing tank harness they were still getting alarm 78 (non-recoverable system error, chiller water temperature sensor out of range, low resistance) and 74 (non-recoverable system error, secondary outlet water temperature sensor out of range - low resistance). Stated they would provide quote for loaner and assessment. Per follow up information received via phone on 11sep2024, it was reported that the device was sent in for repair. Sample received and no patient involvement at the time of the malfunction.